Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample aliquoted by the cobas p612 analyzer. The initial result from the aliquot was 3038 mui/ml (positive). This result was reported outside the laboratory. The patient was bleeding and thought she was having a miscarriage so a test was performed in another laboratory and the result was negative. On (B)(6) 2016, the primary sample tube was retested again and the result was 0.100 mui/ml with a data flag (negative) several times. The patient was not adversely affected. The reagent lot number was 179825. The expiration date was requested but was not provided. The field service representative checked the analyzer, but did not find an issue. Performance testing was completed.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A possible root cause could be contamination of the aliquot, the reaction cup, or contamination of the aliquoter or analyzer. A sample mis-match was unlikely but could not be excluded. Clots or fibrin in the sample may have been present in the sample due to too few sample inversions and/or a too short clotting time. The analyzer's alarm trace showed abnormal aspiration alarms on the day of the event. The recovery of the qc on the day of the event was not clear, but the long term recovery appeared to be acceptable. Based on the data provided, a general reagent issue could most likely be excluded.